Event description:
Information was received indicating that during use of this smiths medical cadd legacy pump, the pump was not infusing medication and the pump did not displayed warning beep or error code. It was reported that infusion is life-sustaining and the patient went to the hospital. No adverse effects were reported.